Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a 25 mm amplatzer pfo occluder was chosen for procedure on (B)(6) 2022. During the procedure, the user used intracardiac echocardiography (ice) to ensure correct placement of the device. The device was released but soon after the device had embolized into the right atrium. General anesthesia was quickly administered and an attempt was made to stabilize the device using a multi-snare. The device was successfully retrieved using a non-abbott sheath and snare. The tricuspid valve was assessed and was determined to be functioning properly. After retrieval of the 25mm amplatzer pfo occluder, the user re-evaluated the patient's anatomy and considering the very long tunnel, unusual alignment of the septum, and significant mobility of the septum, a larger, 35 mm amplatzer pfo occluder was chosen and successfully implanted. A small pericardial effusion was observed but remained stable. The effusion resolved on its own post procedure. The exact cause of the pericardial effusion was unknown, but was thought to have been caused by a possible puncture of the wall by the guidewire, dilator or catheter. There was a significant delay in the procedure, however, the patient remained hemodynamically stable throughout the procedure, no serious injury reported.

Manufacturer narrative:
An event of device embolization and small pericardial effusion was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Information from field indicated that a 10f sheath was used to deliver the device. Please note that per the instructions for use, the minimum recommended size delivery system for use with a 25 mm amplatzer pfo occluder is an 8f.

Event description:
Subsequent to the initially filed report, the following information was received on (B)(6) 2022, the patient was fully heparinized throughout the procedure with adequate dosing to keep the act level greater than 200. It was noted that there was some difficulties encountered with crossing the pfo with the delivery sheath but once crossed, there was no difficulty to implant the occluder.